Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal three tampons fell apart and pieces remained inside. She was able to remove remaining tampon pieces. She went to her family doctor and was diagnosed with a bacterial infection. She was prescribed antibiotics.